Event description:
It was reported that during the implant procedure, the physician experienced a high capture threshold from the right atrial (ra) lead. The physician attempted to reposition the lead, but the helix would not retract correctly. The physician elected to implant a new ra lead to resolve the event and the patient was stable with no adverse consequences.